Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during an unknown laparoscopic procedure, the device caused insufflation issues. No other information is available. There was no adverse consequence to the patient. The device was discarded.